Event description:
It was reported that (1) tx30v was used during an unknown procedure. It was reported by the rep that the staple would not hold. Opened another device to complete the case. There was no consequence to pt.